Event description:
Customer states they were not feeling well and family member tested pt blood glucose and received a result of 81mg/dl. Paramedics were called and they tested blood glucsoe and received a result of 42mg/dl, the customer's device read 78mg/dl. The customer states they were given a shot of an unk substance. The customer was taken to the hosp and was given food to eat. The customer stated they did not eat before bed as usual the night before. A request was made for the return of the suspect device and replacement product was sent.